Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case. Motor rate error observed in the event history log. The motor rate error was found during occlusion test. The root cause for the reported issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The technician replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing, which the device passed.